Event description:
"It was reported that the patient required a revision. It was reported the unit had been originally implanted 15 years ago. It was reported that x-rays revealed that the unit was loose in (B)(6) 2011. It was reported that during surgery it was discovered that the unit had fractured. It was reported that the bone surrounding the implant has disintegrated and longer supported the implant."

Manufacturer narrative:
When the investigation is completed the results will be provided on a supplemental report.